Event description:
The date of the procedure was (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient¿s lead explant and replacement procedure (documented under ref. MFR. Report # 1627487-2019-06057 and 1627487-2019-06059), the physician was unable to implant the 2nd new lead due to scar tissue. The procedure was completed with implanting only one new lead and therapy has been restored. Device information is unknown at this time.